Manufacturer narrative:
Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported the patient had poor coupling but then clarified they meant the recharger was not charging. The patient reported her implant was charging but she was not able to get more than two coupling bars. Troubleshooting was done during the call with repositioning the antenna and turning the antenna dial through all 4 positions but the issue did not resolve. The patient had a poor coupling screen. The patient reported during the night when she was sleeping the ins was flipping on its side and she had to flip it back. The patient's surgeon directed her to her neurologist. The patient also requested sticky pads. The patient confirmed they did not have any fall or trauma. A replacement recharger antenna was sent. No symptom or complications were reported or anticipated.